Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The surgical patties (ID 801406) were not returned for evaluation; however, images were provided: DHR - no anomalies or non-conformances were identified. Failure analysis - evaluation of the provided images confirms the presence of the hair strand, on the card, as reported. Root cause - a potential cause of the contaminant may have been related to a failure of the operator's hair net.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that before unpacking the surgical patties (ID (B)(6)) the physician found that the patties inside were contaminated (with a hair inside the unopened sterilized pouch). The procedure was completed with a replacement product available and the event led to 15 minutes surgical delay, no patient consequences.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Investigation findings update: failure analysis / root cause - the sample was not returned but an image was provided. Complaint description states that a hair was found in a sealed pouch however the complaint images are of an opened product which has been removed from the pouch. Since the sample was opened the complaint cannot be confirmed. It cannot be determined that the hair was not introduced after opening the product.

Event description:
N/a.